Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(6) 2007, had already exceed longevity expectations and was being followed monthly. Monthly call log reviews had identified concern of extended charge time behavior for this device. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Upon further review, the boston scientific local area sales representative and technical services consultant both confirmed that the device longevity was indeed within normal limits. Therefore, the initial reporting decision based on the seeming heightened concern expressed by the clinic providing monthly follow-ups, has now been revised. The device remains actively in service without further inquiry or allegation as to longevity or any other product issue at this time. The investigation is considered closed at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service and has not yet reached end of life. As new information would become available, this report will be further evaluated and updated.